Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an implant procedure the physician found out that one to the contacts on the patients lead had fell off. The patients lead was replaced and was not returned. The patient was doing well postoperatively.